Event description:
It was reported that a patient was experiencing hyperopia with their left eye. A zmb00 lens with a 17.0 diopter was implanted on (B)(6) 2011 and replaced on (B)(6) 2011 of the same model number with an 18.5 diopter.

Manufacturer narrative:
The intraocular lens was received at abbott medical optics (amo) in santa ana, california and has been forwarded to the manufacturing facility for evaluation. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Visual inspection showed that the optic was received cut in half. No further deviations were found. A visual inspection of the optic parts was performed and no optical deviations were found. A review of the manufacturing records for this lens was conducted with the measurement records from this lens verified and shown to be within specifications. This was in compliance with the labeled dioptric power of this lot number. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.